Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that during an implant attempt there were high right ventricular (rv) impedance reading through the device, compared to the analyzer. Consequently a new device was connected and the same readings were observed. No patient complications have been reported as a result of this event.